Event description:
It was reported that during a shoulder arthroscopy, one (1) spider 2 tenet was not locking properly, even after being tested with two fully charged batteries. The procedure was resumed, after a delay greater than 30 minutes, with a trimano competitor device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual product evaluation performed by a s&n service center found pressure and proximal cups were scratched, spacer for slender-arm and proximal cups were bent, the front and back enclosures were broken, and the cam weld assembly pipe was rusted. Battery the green light comes on, but the motor does not engage. A functional product evaluation performed by a s&n service center found the motor was burned out. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with component failure. Factors that could have contributed to this event include a defective motor stator, armature, shaft or bearings or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.